Event description:
The following was reported to davol by the pt's atty: on (B)(6) 2008 it is alleged that the pt was implanted with a bard/davol flat mesh during a total abdominal hysterectomy procedure. The atty alleges the pt experienced an unspecified adverse outcome associated with the use of the device.

Manufacturer narrative:
Currently it is unk whether the device may have caused or contributed to the reported event. The pt's atty did not allege a specific device failure or pt injury. We have contacted the initial reporter to request additional info and to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If additional event and/or eval info is obtained, a follow up MDR will be submitted.